Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing of noise on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) due to the patient being exposed to electromagnetic interference (emi). No changes or interventions were reported. The patient's condition remained stable.